Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has compromised skin integrity. The patient's nurse confirmed that the lifevest did not cause the patient's skin condition, however, the lifevest exacerbates the skin condition. There was no alleged device malfunction contributing to the irritation. The patient's nurses treat the patient's skin and assist the patient with the lifevest equipment. Outcome of the skin irritation is unknown.